Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/15/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: the product received for analysis was identified as product code sxpp1b113. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope was used to examine the fracture surface and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # : (B)(4). H6 component code: g07002 - device not received. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: - when did the needle tip break (in the package, during removal from the package, during handling before use on patient or during use on the patient)? Please specify=>unk please perform and document the follow-up attempt for product return. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and barbed suture was used. During the procedure, the needle tip was broken. There were no adverse consequences to the patient. Additional information was requested.